Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) and got out on (B)(6) 2019. The customer's blood glucose was 675 mg/dl at the time of incident. Customer¿s other blood glucose was 500 mg/dl to 600 mg/dl, 550 mg/dl, 675 mg/dl. The blood glucose during hospitalization was 119 mg/dl. The customer experienced vomiting due to high blood glucose. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer treated high blood glucose with bolus and they monitor her blood glucose ever and gave lot of insulin and got white count back to normal and got the triclyrides back to normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined further troubleshooting for high blood glucose value. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.